Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to MFR report # 3005099803-2008-00024 for a description of the second event. A hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt (weight unk) in 2007. According to the complainant, "the hydratome cut wire snapped, the device was removed from the pt."

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any add'l complaints recorded for this lot. The (B)(6) 2007 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device. (B)(4).